Manufacturer narrative:
Evaluation: method: medical review, device history record review. Results: visual inspection of the returned product found the lens optic and both haptics torn, with pieces torn off and missing. The lens was returned in liquid. Due to the condition of the lens and since the returned lens was found to be not intact and cut into several pieces, it was not able to be re-verified for diopter. Medical review - review of this file indicates that the lens was exchanged 2 months after it was initially implanted because of a refractive surprise. Since pre-operative measurements (i.e. A-scan, k reading, manifest refraction) are unavailable, it is not possible to determine if there was a miscalculation on the surgeon's part. The reporter had stated that the lens was mislabelled, and the surgeon opted to implant the second iol with only 0.5 diopters difference from the original iol. The surgeon did state that the iol was excessively vaulted posteriorly causing a hyperopic shift. Contraction of the capsular bag may cause the iol to displace posteriorly, causing a resultant hyperopic shift. There is an increased incidence of this phenomenon in cases where a capsulorhexis is less than 5.5mm. Surgeons are advised to make the capsulorhexis larger than 5.5mm to prevent this scenario. Performing an anterior yag capsulotomy will relieve the tension on the capsular bag and prevent the iol displacement posteriorly. A review of the device history record was performed and nothing was found within the manufacturing, labeling and packaging processes of this lens that was the root cause of the complaint. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - surgical procedure, secondary surgery, surgical incision, enlargement of, poor vision, asthenopia, explanted, lens, repositioning of, vaulting, posteriorly. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon implanted a cc4204a collamer aspheric single piece lens in the patient's left eye (os) on (B)(6) 2011. The patient complained of decreased visual function due to poor vision from mispowered iol. The iol was repositioned on (B)(6) 2011 and the iol was excessively vaulted posteriorly causing a hyperopic shift and asthenopia. The iol was explanted on (B)(6) 2011. The incision was extended and the iol was cut into pieces to remove. Another iol was implanted and sutures were not required.